Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, that the customer reported issue was duplicated. The device had a split downstream occlusion (dso) sensor button. After investigation the results indicated a reportable malfunction due to the split dso sensor button. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.

Event description:
The customer returned the product for a device revision, and during physical inspection it was found that the downstream occlusion (dso) sensor button was split. After investigation the results indicated a reportable malfunction due to the split dso sensor button. This occurred before patient use, and there was no patient involvement.